Event description:
The pharmacy technician was pulling supplies to make an antibiotic on a mini-bag plus system. The pharmacy technician noticed that one of the mini-bag plus systems did not have the same amount of fluid in the bag as the others. The bag was set aside for evaluation.